Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the abbott diabetes care (adc) device needle got stuck in customer's (minor) skin. The caregiver (non-healthcare professional) removed the adc device needle and sensor from the insertion site for treatment. No other medications were administered. There was no report of death or permanent impairment associated with this event.